Event description:
A malfunction alarm was reported, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with resetting the malfunction code, and resolved the issue, allowing the customer to continue using the pump.